Event description:
The reporter called after getting different error messages, including er1 and er5. She said she had seen a "hi" on her meter once and that she uses the right technique--doesn't have trouble getting blood on the strip. She said that she checks the confirmation dot, but did not remember checking it to the visual chart on the test strip bottle. She stated "I don't normally have high blood sugars. I think the highest it has been is 338 mg/dl." The lifescan rep discussed possible causes for the different messages on the meter. She was unaware of how to clean the meter and had never cleaned before.